Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement, it was difficult to extricate the pump from the pocket due to a significant amount of scar tissue. Then when the pump was able to be removed from the pocket, they noted nothing was connected to the pump connector. It was believed the patient had been without therapy for "a while." The physician was able to visualize a portion of the catheter that was encapsulated in the scar tissue and then palpated the catheter. It was confirmed that they were getting good cerebrospinal fluid (csf) backflow from the catheter; therefore, the catheter was connected to the new pump. It was noted that the physician did not aspirate from the catheter access port (cap) to check for csf. The pump system was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0177994r, implanted: (B)(6) 2001. Product type: catheter: product ID 8709, lot# j0177994r, implanted: (B)(6) 2001. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the event was due to catheter disconnect at the pump and catheter connection. The patient experienced withdrawal. No revision of the catheter or connector was done. The patient was hospitalized due to the event. The patient outcome was noted as 'no injury.'